Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The data acquisition board was returned to failure investigation lab, the data acquisition pcba was tested and no failures were identified.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.